Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.